Event description:
Information was received indicating that during testing, a smiths medical cadd administration set exhibited air in the line even after purging several times without success. It was also reported that changing equipment did not resolve the reported issue. No patient was involved in this event. No adverse effects were reported.